Event description:
It was initially reported to boston scientific corp that a trapezoid rx lithotripter compatible basket was to be used during a stone removal procedure performed on (B)(6), 2009. According to the complainant, during the preparation for the procedure, the basket opened partially and the distal part had twisted. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as to be good. This event has been deemed a reportable event based on the investigation results ; partial deployment.

Manufacturer narrative:
(B)(4) - (unable to fully open). A visual examination found that the sidecar was pushed back 0.6 cm from the distal end of the coil. The sidecar was also found to be torn 1.8 cm from the proximal end. A functional eval found that the basket could be extended with heavy resistance being felt. After the basket was fully extended the basket wires at both ends were found to be twisted approx 360 degrees around each other. Although the complainant indicated that the device was not used during the procedure, residue was present inside the device to indicate some type of use or handling. Based on the investigation results, the damage noted to the sidecar is most likely due to attempted use of the device. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).